Event description:
Device 1 of 3. (Refer to manufacturer's report numbers 1627487-2010-00381 and 1627487-2010-01215 for devices 2 and 3 respectively). On (B) (6) 2009, the patient was implanted with an scs system. The patient complained of loss of stimulation. An x-ray was taken showing that the leads had been pulled out of the header of the ipg. The physician surmised that this was caused by the ipg twisting in the patient's back multiple times. During surgery, one of the leads was found to be fractured so both leads were explanted on (B) (6) 2010, and replaced. The ipg was also explanted on (B) (6) 2010, and replaced because the set screws would not tighten down the leads. After replacement of the leads and ipg, the patient has good stimulation. Devices will not be returned.

Manufacturer narrative:
Evaluation for device 1 of 3 (refer to manufacturer's report numbers 1627487-2010-00381 for device 2 and 1627487-2010-01215 for device 3). The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.